Event description:
Reporter indicated that pt was explanted due to a staph infection. Pt was reimplanted and became infected again with second ncp system which was also explanted. Further investigation revealed that approx two weeks after first implant, the incision in pt's neck started to ooze. Ncp system was explanted and pt spent a few days in hospital on IV antibiotics until the cultures came back positive for skin staph. Pt was reimplanted in 2001 and was discharged on a 3-5 day supply of antibiotics. One week post-operatively, the pt's neck was swollen. The physician chose to wait and see if it would resolve. The neck wound didn't heal and then the chest opened up on it's own. The next month, the second ncp system was explanted.